Event description:
It was reported that the cuff leaks during the testing process. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found a rip in the cuff, therefore a leak could be caused. The root cause of the reported issue was found to be manufacturing oversight to cuff inspection for damage. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure.